Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7, 2 cubies kept saying duplicate address detected. A field service engineer reseated the retraction band and inspected for debris under the cubies, and determined that cubies c1 and d1 in the drawer were causing the error, the customer confirmed that spare cubies were available in storage and planned to replace that evening, and after removing c1 and d1 from drawer 7, the customer successfully recovered the drawer and completed a successful inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 pocket c1 cubie 2x5 was stating as duplicate address detected. The customer tried to reboot and recover the drawer, power down the device but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.